Manufacturer narrative:
Reporter institution phone number (B)(6). Reporter phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the intellivue patient monitor mx500 did not sound for a ventricular tachycardia alarm, although a heart rate of 150 beats per minute (bpm) occurred. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported that the intellivue patient monitor mx500 did not sound for a ventricular tachycardia alarm, although a heart rate of 150 beats per minute (bpm) occurred. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. A philips field service engineer (fse) went on site to evaluate the device. The fse reviewed the data and determined that the customer changed the alarm limits which is why there was no alarm generated. The fse explained this to the customer. The cause of the event was reported to be the user changing the configuration.

Event description:
It was reported that the intellivue patient monitor mx500 did not sound for a ventricular tachycardia alarm, although a heart rate of 150 beats per minute (bpm) occurred. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Heart rate was not 150 beats per minute (bpm). Customer only felt that the heart rate (hr) was 150 bpm. Calculated the hr for recorded paper. The result was about 129 bpm at expected vt area by customer. At this time investigation is still ongoing, a follow up report will be submitted once the investigation is complete.